Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event. The patient did not survive.

Manufacturer narrative:
This record is a duplicate of (B)(4) with MDR # 3030677-2018-00947. The device investigation is still pending.